Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The patient had a brain abcess and an ins8401 (accudrain with anti-reflux valve) was placed on (B)(6) 2015 and used as the drainage system. It was reported that the pus clogged the anti-reflux portion of the tubing and rendered the system unusable. There was no patient injury and surgery delay reported. On (B)(6) 2015, a new drainage system (ins8400: accudrain without the anti-reflux valve) was placed on the opposite side and the patient had no complications.